Event description:
It was reported by the rep that the (1) ecs29 was used during a colon resection procedure. It was reported that the anastomosis seemed normal, donuts inspected, etc. And then leaked. The surgeon repaired the anastomosis. The or time was extended by 15 minutes.